Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent and balloon sections of the device were visually and microscopically examined and stent damage was noted. Struts 4, 5, and 6 (counting from the proximal end towards the distal end) were damaged with part of strut 6 lifted. Slight damage was also seen to the distal stent strut, which was slightly flared. The stent was also bent slightly. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube, midshaft, inner or outer polymer extrusion. The tip was visually and microscopically examined and slight distal tip damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-dec-2016. It was reported that crossing difficulties were encountered and shaft kink occurred. The target lesion was located in the moderately tortuous left main coronary artery. A 24 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion and the shaft got kinked. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.